Manufacturer narrative:
Follow-up #1 date of submission 03/17/2016-device evaluation: the pump has been returned and evaluated by product analysis on 02/29/2016 with the following findings: evaluation revealed that there were no alarms related to pi observed in black box or alarm history. The pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no call service alarms were received. A scratched display was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the pump is alarming when battery is put in and the screen is blank (see display pi) so unable to obtain what alarm is. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.